Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 150 mg/dl. The customer reported receiving several timeout alarms from the insulin pump. The customer tried to reset the time on the insulin pump after the timeout alarm but got a lost sensor alert and a sensor end alarm from the insulin pump. The customer thereafter received a software error alarm from the insulin pump. The customer was advised that the alarms received relate to a program safety alarm for the insulin pump. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No add'l info was provided.